Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood of 477 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with syringes. The customer declined troubleshooting for high blood glucose level. Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Customer said that drive support cap was normal. Customer stated that they rewound the insulin pump without alert. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received motor error alarm during basic occlusion test due to faulty force sensor resistor.unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. Motor passed motor test.